Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, difficultly aligning the device was experienced as the frame continued to land shallow on the left coronary cusp side of the annulus despite recapturing and redeploying twice. The valve was deployed slightly deep (8mm) at the non-coronary cusp side and approximately 3mm deep at the left coronary cusp. A leak into the left ventricle was then observed by angiography and confirmed by a diastolic blood pressure that measured about 40 versus the initial diastolic pressure of 60. A post implant balloon aortic valvuloplasty (bav) was performed with a 24mm balloon. The second transcatheter bioprosthetic valve was deployed successfully and the diastolic pressure returned to baseline. It was suspected that calcification at the level of the annulus contributed to the positioning difficulties. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.